Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a recoverable fault was displayed. The clinical sales representative (csr) stated that the system was prompting to disable arm 3 and recover. During the call, the site was in process of power cycling the system. The system powered back on and immediately faulted with an error 319. The technical support engineer (tse) log review confirmed the error 319 indicating that the axes controller carriage (acc) node on the universal surgical manipulator (usm) 3 was not present at start up. The tse informed the customer that they had an option to disable the arm and proceed with 3 arms or hard cycle the system. The surgeon elected to continue with 3 arms. The tse had the staff use the instrument release kit (irk) to release the grasping tissue, disable arm 3 and recover. The site followed the tse recommendation and proceeded with the case. Later, the csr called back and informed the tse had the hard power cycle did not resolve the issue. The tse confirmed that the site did not have another dv system and suggested attempting another hard power cycle. The csr hit the recover from fault option instead and said that they would proceed with 3 arms. The csr also noted that the arm 3 was hard to move and it was not responding; the breakers were likely applied. The tse recommended to power cycle the system and reposition arm 3 prior to disabling the arm or the arm 3 would get pushed past breaks. The surgeon proceeded with 3 arms. The site was completing the procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and replaced universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint of recoverable fault error 319. The unit was tested on an in-house system and failed normal mode as it triggered 319 error. When rolling loop fiber was swapped with a new one, error no longer occurred. When original rolling loop fiber cable was reinstalled, the error 319 came back. When the arm was tested on patient side cart fixture test platform (pftp) (using new rolling loop fiber cable) it passed direction tests, lissajous, cva characterization, sine cycle, carriage strength, carriage friction tests, brake release test, brake hold test, backdrive yaw/pitch, and advanced brake test. The rolling loop fiber assembly will be replaced as a fix.